Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a chronic total occlusion (cto) in the left anterior descending artery (lad). A guiding catheter was engaged at the ostium of the left coronary artery. Under the guidance of an asahi sion guide wire, an asahi corsair pro microcatheter was delivered to the occluded lesion in the lad. The sion guide wire was exchanged for an asahi fielder xt guide wire and the fielder xt guide wire was carefully manipulated but failed to cross the lesion. Subsequently, the fielder xt guide wire was exchanged for an asahi gaia first guide wire, which was then advanced smoothly to the cto entry. Although the gaia first guide wire was advanced into the mid cto, it could not be advanced any further. When the guide wire was torqued, the wire tip was found separated under fluoroscopy. The gaia first guide wire was then withdrawn from the patient anatomy. An attempt was made to retrieve the wire fragment, but it was unsuccessful. The procedure was then suspended. After approximately 10 minutes of observation of the patient, the patient remained asymptomatic and the guide wire fragment was confirmed to be retained at the mid-lad without displacement. The procedure was terminated as the wire fragment was determined to be located in the subintimal space of the vessel. A subsequent pci for the cto in the lad would be required and stent implantation would be performed to compress the guide wire fragment against the vessel wall of the mid-lad. It was informed that there were no adverse patient effects associated with this event and the patient remained hospitalized. The patient was fine without any problems after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review and referring to known similar events, it was presumed that torsion generated with torquing manipulation might have been locally applied to the distal segment of the subject gaia first guide wire while the guide wire tip had been caught due to the anatomical and lesion conditions. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~separation of the guide wire.